Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 47 mg/dl. Patient's other blood glucose values were 244 mg/dl and 110 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of low blood glucose values. The customer experienced all symptoms of low blood glucose levels. The customer was treated with carbohydrates. The device is not expected to be returned for analysis.